Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge connector became stuck in the ilet. The user attempted removal with pliers, and the connector fractured with a portion lodged in the device; a replacement ilet was arranged, and the user planned to transition to backup therapy due to a near-empty cartridge, while blood glucose remained stable. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of therapy and device replacement. Investigation included customer service troubleshooting and education. Investigation of the returned device revealed a mechanical obstruction and subsequent connector breakage within the pump¿s cartridge interface, consistent with user-applied tool force and damage to the connector component.